Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading of 220 mg/dl with the adc freestyle libre 2, compared to a competitor meter blood glucose of around 500 mg/dl. The customer experienced symptoms of shortness of breath, nausea, weakness, and "slow thinking", and self-treated with insulin (dose/type unknown). However, it was reported that 4 hours later, the customer experienced nausea and vomiting, and had contact with a healthcare professional. A laboratory test indicated a blood glucose of over 800 mg/dl and ketones of 7.9 (units not provided). The customer was taken to the hospital and treated with "fluid intake" and given blood glucose tests every 30 minutes. There was no report of death or permanent injury associated with this event.